Event description:
On 6/12/96 unable to cross circumflex stenosis with balloon/stent during ptca. Balloon/ stent, guide pulled back out of rfa. Stent not on balloon. Stent not retrieved. Balloon angioplasty wire out. Stent was not deployed, stent not recovered. Felt stent lost in dao. Pt had abrupt closure of lcx and had to put 2 other co stents into prox. Lcx. Final results good, some hazziness at ptca site. Will anticoagulate with caumadin.